Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, and troubleshooting restored normal button function after identifying that the patient¿s phone case was pressing on or interfering with the sensor. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy and no alarms. Investigation included guided troubleshooting and user education on mitigating external interference from accessories. Investigation of this case revealed that the button responsiveness issue was due to external mechanical interference from the case pressing on the device¿s sensor, and the condition resolved after adjustment. It was concluded, based on previously established findings for similar reports, that the cause was external interference and user-related handling.